Manufacturer narrative:
Updated: updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material on the air/water tube and cylinder had foreign appeared to be a whitish foreign material resembling traces of a dry solution but otherwise could not be identified. A definitive root cause of the issue could not be determined, however, the issue was possibly due to an observed water leak in switch1 (remote switch 1) and proper reprocessing could not adequately be performed and the foreign matter could not be removed. The event may be detected/prevented by following the instructions for use sections below: evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. Evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the reported in b5, the device evaluation found the following: due to a cut on switch 1 the water tightness was lost, due to damage switch 1 did not work, the right/left knob had a crack, the air/water cylinder had no color, the suction cylinder had no color, the switch box had a scratch, the grip was shaved, the forceps channel port had a dent, the scope connector had corrosion, the label on the scope connector was damaged, the electrical connector had discoloration due to water leakage, due to wear of the angle wire the play of the up/down knob was out of the standard value, the plastic distal end covers cover was deformed, the objective lens had a scratch, and the connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis exera ii colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the air/water tube and cylinder had foreign material attached. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.